Event description:
High atrial lead impedance warning triggered on (B)(6) 2025 at >3000 ohms. Possible intermittent loss of capture noted on atrial lead on current electrogram. Right ventricular bipolar lead impedance warning on (B)(6) 2025. High atrial threshold on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).